Event description:
The initial reporter alleged false reactive results for the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module for five patient samples when compared to elecsys hiv combi pt and other methods. From january 2021 to the present, the customer tested approximately (B)(4) samples and identified five samples with discrepant reactive results on the hiv duo elecsys e2g 300 v2 assay. Comparator testing included elecsys hiv combi pt, determine (strip), and nucleic acid testing (nat), all of which were non-reactive for these samples. The results for the five samples were as follows: sample 1: hiv duo elecsys e2g 300 v2 results were 1.18 coi, 1.36 coi, and 1.56 coi (all reactive). Determine (strip), nat, and elecsys hiv combi pt results were non-reactive. Sample 2: hiv duo elecsys e2g 300 v2 results were 3.93 coi, 4.13 coi, and 3.31 coi (all reactive). Determine (strip), nat, and elecsys hiv combi pt results were non-reactive. Sample 3: hiv duo elecsys e2g 300 v2 results were 1.03 coi, 1.02 coi, and 0.898 coi (reactive/non-reactive). Determine (strip), nat, and elecsys hiv combi pt results were non-reactive. Sample 4: hiv duo elecsys e2g 300 v2 results were 1.58 coi, 1.58 coi, and 1.16 coi (all reactive). Determine (strip), nat, and elecsys hiv combi pt results were non-reactive. Sample 5: hiv duo elecsys e2g 300 v2 results were 1.11 coi, 1.11 coi, and 0.961 coi (reactive/non-reactive). Determine (strip), nat, and elecsys hiv combi pt results were non-reactive. Samples 3 and 5 showed results close to the assay's cut-off value of 1.0 coi. The customer reported a low incidence rate of false reactive results (B)(4) samples, or (B)(4).

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The low incidence rate of false reactive results (B)(4) samples, or (B)(4) was noted, and the assay's performance regarding sensitivity and specificity was confirmed. False reactive results may occur due to unspecific bindings of antigens or antibodies, which is a known phenomenon in hiv assays. No calibration, quality control, or pre-analytical data were available for review. The root cause was attributed to sample-specific factors leading to unspecific bindings.